Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The end user's mother states the front casters bearings have come out of the wheel.